Manufacturer narrative:
(B)(4) the sample was returned to the manufacturer for evaluation. The manufacturer reported: this complaint has been handled and closed as code 3b (broken flange) based on the complaint description. Lack of sample and pictures: unable to verify the complaint in the absence of sample/pictures. The batch record has been reviewed and no deviations or anomalies were identified that can be linked to the complaint. No quality issues have been found related to the raw material (syringe) that could explain the complaint. Identified root cause: not verified. No further actions will be taken regarding this complaint at this time. However, the lot will continue to be monitored, and if relevant, further investigation will be initiated. Palette life sciences will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a

Event description:
It was reported that "the plunger fins broke, and the syringe broke in the surgeon's hands with cuts in the hand. A second implant was used, and implantation was successful. No clinical consequence." Additional information received on may 13, 2026, indicated that "no serious injury. The procedure was able to continue with another syringe. A deflux metal needle was used. Indication for use: urinary incontinence. The piston wings broke, and the syringe broke in the surgeon's hands."